Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming "no disposable". The pump was silenced, reviewed the settings and closed the clamp. Removed the cassette and gently tapped the cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. Removed the cassette again and gently tapped cassette and massaged tubing to disperse, but still there were bubbles in the line. Replaced the cassette and the alarm persisted. Powered the pump off. The patient was not affected. Rate was (B)(4), reservoir volume was 6.5, given was 82.5. There was no patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. No product was returned however the pumps operators manual states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4). A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.